Manufacturer narrative:
Evaluation summary: customer report was confirmed. Flotrac kit appeared not used. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occured at flotrac housing male luer.

Event description:
Kit components damaged or out of spec flo (hospital) it was reportedly stopcock was kept spinning and it was unable to lock.